Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and the following additional information was provided: "a 75-year-old patient underwent and ion lung biopsy of a lesion in the right middle lobe. The biopsies revealed atypical cells. After the procedure was completed and the ion system was removed bradycardia and st elevations were noted. Left heart catheterization revealed clean vessels and the event was attributed to vasospasm." Per the mso, no isi products caused or contributed to the complication. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that at the end of an ion transbronchial lung biopsy procedure, the patient experienced a st elevation myocardial infarction (stemi). The size of the lesion was 3.1cm and it was located in the right middle lobe medial segment. The lesion was very close to the right heart border and the distance from the target lesion to pleura was 3cm. As the physician was finishing the procedure, the anesthesiologist noticed "something." Four (4) needle aspirations and 4 biopsies were performed (but the physician usually took 6 to 7 biopsies). The biopsies were negative for malignancy; and possibly benign. The procedure was finished and as the ion system was pulled out the patient experienced a stemi. The patient became bradycardic with development of st elevation on EKG; therefore, the patient underwent cardiac catheterization and was found to have clean vessels. The event was thought to be due to vasospasm. Per the physician, no ion system issues or unexpected behaviors contributed to the stemi and that the event could have potentially occurred via another biopsy modality. The patient was hospitalized prior to the procedure as an inpatient before the procedure with some risk factors for coronary artery disease and was kept in the intensive care unit (ICU) by cardiology service for 1 day on the ventilator, then transferred out of ICU the next day and was doing well. The biopsy was mentioned as blood clot and benign bronchus. On the needle aspiration cytology atypical cells were observed. The patient was still in the hospital for a urinary tract infection - not because of the procedure and was reported as stable and doing ok at the time of this report. A pet scan was scheduled to be done as an outpatient.